Manufacturer narrative:
PMA/510k #: k170622. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unspecified procedure using a bakri (1820334-2019-01827) tamponade balloon catheter, the balloon was punctured. It is not known how the procedure was completed after this difficulty. The patient did not experience any adverse effects as a result of this alleged product malfunction and did not require any additional procedures.

Manufacturer narrative:
Investigation evaluation: reviews of complaint history, device history record, quality control data and the instructions for use(IFU) were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. The device was not returned for evaluation, but the same type of product experiencing a similar leakage failure mode was reviewed during evaluation. The investigation determined that one of the grasper marks punctured the balloon causing it to leak. The investigation under patient identifier 268107 concluded unintended user error contributed to the reported incident. Because of similarities between the referenced complaint and the current complaint, it is possible that the two events have a similar cause. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: "transabdominal placement, post-cesarean section" "4. Close the incision per normal procedure, taking care to avoid puncturing the balloon while suturing." The most probable cause of the device failure could not be established. Per the quality engineering risk assessment, no further action is warranted. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.